Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
It was reported the patient had a revision of the spinal cord stimulation leads on (B)(6) 2006. No further information was reported.